Event description:
It was reported that the device presented with a battery voltage at eri since (B)(6) 2011. Extended charge time was also noted. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. No high current drain sources were found during testing. The battery was sent to the vendor for further analysis, and an internal battery anomaly was found to cause the premature battery depletion. The extended charge time reported was due to high voltage charging performed after the battery reached end of service.